Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation of my entire abdomen and legs area"), menorrhagia ("heavy menstruation"), dysmenorrhoea ("painful menstruation"), alopecia ("hair loss"), fatigue ("tiredness"), gingival bleeding ("bleeding gums"), dysgeusia ("taste of metal in the mornings"), arthralgia ("joint pain"), headache ("headache"), disturbance in attention ("lack of concentration"), amnesia ("memory loss"), insomnia ("insomnia") and irritability ("irritability"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, inflammation, menorrhagia, dysmenorrhoea, alopecia, fatigue, gingival bleeding, dysgeusia, arthralgia, headache, disturbance in attention, amnesia, insomnia and irritability outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, gingival bleeding, headache, inflammation, insomnia, irritability, menorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation of my entire abdomen and legs area"), menorrhagia ("heavy menstruation "), dysmenorrhoea ("painful menstruation "), alopecia ("hair loss "), fatigue ("tiredness "), gingival bleeding ("bleeding gums"), dysgeusia ("taste of metal in the mornings"), arthralgia ("joint pain "), headache ("headache "), disturbance in attention ("lack of concentration "), amnesia ("memory loss "), insomnia ("insomnia ") and irritability ("irritability "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, inflammation, menorrhagia, dysmenorrhoea, alopecia, fatigue, gingival bleeding, dysgeusia, arthralgia, headache, disturbance in attention, amnesia, insomnia and irritability outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, gingival bleeding, headache, inflammation, insomnia, irritability, menorrhagia and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.